Event description:
A report was received that the patient underwent a pocket revision due to discomfort and warmth at the pocket site. The pocket was relocated from the left lower buttock to the high left buttock/lateral hip area. The patient was reportedly doing well following the procedure.